Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and motor position encoder error. The customer stated that she leaned against a counter that had a magnet at the register. She stated that she felt the magnet pull and then move away from the device. She stated that she felt the insulin pump vibrate, and then she saw the motor error alarm occur during a dual wave bolus. The customer's blood glucose was 168 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump failed the displacement test and alarmed for a motor error during the rewind due to a motor encoder signal out of phase. No motor position encoder error alarm could be verified due to the motor error alarms. The insulin pump was received with a cracked case at the battery tube threads and minor scratches on the display window.